Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the cochlear implant was evaluated on (B)(6) 2013, using the integrity test system. The results indicated neither evidence of malfunction of the receiver/stimulator nor electrode anomalies. A device malfunction has not occurred as previously reported. The implanted device remains and the patient is using the device successfully. This report is filed (B)(4) 2013.